Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a threshold suspend alarm on the insulin pump. Customer stated that they have a little crack on the insulin pump that may be causing the alarm. Customer's current blood glucose reading is 79 mg/dl. No further information reported.